Event description:
It was reported that a patient had bouts of transverse myelitis in (B)(6), was in the hospital from late (B)(6), and had a spinal tap done when she was in the hospital. The patient noticed her therapy stopped working by (B)(6) and thought maybe something happened with the spinal tap but the patient¿s doctor said it did not. In (B)(6) and (B)(6), the patient started having urinary tract infections and in (B)(6), the patient made an appointment with her doctor. She wasn¿t able to feel the vibration from the device down her leg and it was getting harder and harder to go to the bathroom. The patient thought she was gaining weight. Two weeks prior, a manufacturer representative ran a test on the device and it was time for a regular battery change but leads 1 and 3 weren¿t working when they were scanned. The leads were over 4000 and the entire system had to be replaced. The patient visited the emergency room on 2014 (B)(6) due to a kidney infection and 2014 (B)(6) to get the bladder drained. The patient was extremely ill and was running a fever. The patient had been self-catheterizing since last week, her urethra was sore, and she was bleeding. She was supposed to have surgery to have the defective device removed and have a new one put in. She had done presurgery labs the previous week. The patient was on blood thinners and several autoimmune disorders, including lupus and antiphospholipid antibody syndrome (aps). Surgery was scheduled for 2014 (B)(6). Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3093-33, lot# v759646, implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).